Event description:
It was reported that a resident in special care center was found at side of bed with feet on floor and torso caught between half rail and mattress. Resident was unreponsive, absent of vitals, no pulse and no respiration. Autopsy being done - sent to medical examiner.